Manufacturer narrative:
No product has been returned for evaluation. Review of the radiographs provided confirm alleged event. It is unknown if patient followed post-operative restrictions, or suffered a fall. The root cannot be confirmed at this time. Labeling review: "potential adverse events and complications: infrequent operative and postoperative complications that may result in the need for additional surgeries include: damage to blood vessels, spinal cord or peripheral nerves; and permanent pain. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), pain." "Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break." "Patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration well as to other complications."

Event description:
On (B)(6) 2019, the patient underwent a posterior fixation procedure on t12 to s2ai levels. On (B)(6) 2020, the patient reported pain in the buttocks and got an x-ray. As per reporter, the x-ray revealed that a right sai level screw had fractured. On (B)(6) 2020, a revision procedure was performed where the screws from l4 to s2ai levels were removed, and new screws were inserted.